Event description:
Reportability changed based on product analysis completed. It was reported that during an unspecified procedure, difficulties were encountered advancing a guide wire into a sheath, resulting in uncoiling. The amplatz super stiff guide wire was being advanced into an unspecified 7fr sheath when the tip tangled around itself. When the physician pulled it apart, the tip became uncoiled. The guide wire was never advanced into the pt's body, and no pt complications were reported. Pt status was reported as 'fine'. Returned product analysis revealed a core wire fracture.

Manufacturer narrative:
The returned device presents elongated coils at the distal end. The corewire had separated from the ballweld. The outer diameter (od) of the device was measured and found to be within specs. The corewire and ballweld were sent to the analytical lab for analysis: "the fracture exhibited elongated dimple ruptures in a torsional direction. No material anomalies were noted. The fracture site exhibited evidence of compression and tension typical of bending. Majority of the fracture surface was smeared thus masking some of its features. Fracture features that were visible included fatigue striations along with elongated dimple ruptures in tear. Conclusion: "the distal sample fractured as a result of a torsional overload. The proximal sample site fractured as a result of fatigue in a bending overload direction". The analytical lab findings indicate that a fragment of the distal end of the device is missing since the two corewire samples present two different fracture modes. Measurements of the guidewire were taken and approximately 3.8cm is missing from the distal end. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specs. The root cause is determined to be operational context.